Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6)2023, the patient's mother reported that, last monday ((B)(6)2023), her child experienced vomiting, was not feeling well and had high blood glucose level. Therefore, patient's mother tried to lower her child's blood glucose level. Reportedly, on (B)(6)2023, the mother changed the infusion set when she noticed a kinked cannula. Previously, there were multiple insulin flow block. Moreover, the infusion set was used for first day and the issue occurred while sleeping at night. Currently, the patient's blood glucose level was 4.5 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.